Event description:
Device 2 of 2 , reference MFR. Report# 1627487-2018-05332. Additional information obtained identified the patient stayed in the hospital following the device explant and was treated with intravenously antibiotics for a staph infection.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05332. It was reported the patient¿s lead and extension was explanted due to a possible infection. The patient has been on oral antibiotics off and on for the last 6 months. Cultures were sent to the lab, but results are unknown.